Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. The insulin pump had pump error 4 followed by a pump error 15 present in the pump trace download. The problem was isolated to the electronic assemblies and the insulin pump does not meet specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had multiple insulin pump errors. The blood glucose was unknown at the time of the incident and advised that, the blood glucose was in 160 s mg/dl. Customer went to do a bolus for dinner and pump shut off saying the battery did not pass and changed out the battery last week or the week before. Customer was able to complete pump rewind. Error table indicates the pump should be replaced and revert to backup plan. The insulin pump will be returned for analysis.